Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient presented at the clinic in (B)(6) 2016 and in situ measurements revealed affected channels. There was neither specific incident of trauma reported nor changes in health. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient presented at the clinic and in situ measurements were indicative of a device malfunction. An accident or trauma is unknown. The patient will be seen for an integrity test.